Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak and/or damage.

Event description:
Patient reported a left side "the valve has come out its spot and is not at the bottom of the bag and it is deflated." The device remains implanted.